Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire would not exit the distal tip of the recanalization catheter. Reportedly, the user also tried to back load the catheter onto another wire and it got stuck at the distal tip of the catheter. There was no retraction difficulties. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The sample was bloody. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip and the guidewire lumen had also become separated from the metal tip. As a result of the outer catheter being pulled out from the metal tip, the core wire was exposed and the metal tip was not aligned with the rest of the catheter. No anomalies were noted along the length of the catheter. No functional testing could be performed due to the condition of the returned sample (i.e catheter separated from the distal tip). The investigation is confirmed for material separation as the outer catheter was separated from the metal tip and inner guidewire lumen was completely separated from the metal tip and the inner guidewire lumen was completely separated from the metal tip. The investigation is inconclusive for guidewire issues due to poor sample condition (i.e material separation at the distal tip). The root cause could not be determined based upon available information. It is unknown whether the original guidewire and/or procedural issues contributed to the event. Section a through d- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.